Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged machine is blowing out black stuff. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged machine is blowing out black stuff. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and observed that external investigation showed that there were no signs of contamination on the outside of the device. An internal visual inspection of the device was completed by the manufacturer and observed that internal investigation showed that there was an unknown smokey contaminate on all parts of the device enclosure. The device's event logs were downloaded and reviewed by manufacturerand observed the device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the error log. The manufacturer concludes that evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Section h6 were updated in this report.